Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was displayed as "high"; although a specific value was not provided. Reportedly, the customer went to the emergency room and subsequently hospitalized in the intensive care unit. Customer was treated intravenously with insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.